Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that after implantation of an intraocular lens (iol) something like a scratch was confirmed on the optical part (near the leading haptic). Additional information was requested.

Manufacturer narrative:
Additional information was provided in h.2, h.6 and h.10. Video shows intraocular lens implantation with company device. The device preparation is not recorded. Company nozzle comes in the picture. The lens appears to be in a correct position for the advancement. Mark/line is visible near the edge of the iol optic at around 11 o'clock position after implantation. The product investigation could not identify the root cause for the reported complaint "scratch-like on optical part". Not enough information provided on ovd use and device preparation. No product was returned for evaluation. Lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. A final root cause cannot be determined based on available information and without the evaluation of the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).